Event description:
It was reported that patient was revised on a left hip due to infection. The products were explanted on (B)(6) 2014 and a spacer was implanted. On (B)(6) 2014, the spacer was removed and zimmer and stryker products were implanted.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6088-0525-200l, omnifit cemented long stem, lot code: mjdt4w; cat. No.: s-1400-hh84, c-taper lfit inter head, lot code: mklrlt. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient was revised on a left hip due to infection. The products were explanted on (B)(6) 2014 and a spacer was implanted. On (B)(6) 2014, the spacer was removed and zimmer and stryker products were implanted.